Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they had high blood glucose level. The customer's blood glucose level was 317 mg/dl and it also stated that the customer's blood glucose level was 500 mg/dl and customer received insulin flow block message on insulin pump. The customer treated their high blood glucose level with set change and customer declined testing for high blood glucose level. The insulin pump will not be returned for analysis.